Manufacturer narrative:
The customer indicated the use of a qualified lens. This diopter of lens would be qualified in all company cartridges. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used with the lens/cartridge combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The file indicated the sample was returning; however the sample has not returned. If the product becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by a user facility that cartridge tip split on lens insertion. Lens started to unfold in wound. No further information available.